Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). A field service representative was dispatched to the facility to investigate and could confirm the reported problem. He found the control panel was showing an error code. The engineer inspected the device and found a burned component on the computer board. He replaced the board and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 control panel mrp 150/85 became blank and the pump stopped during procedure. The user restarted the pump by turning it off and on and the pump worked properly again. There was no report of patient injury.